Event description:
Pt status post spontaneous vaginal delivery at 34 weeks with pre-eclampsia. Transferred to mbu on mg504 2 gm/hr via imed. Approx 211cc remained in bag-infusing at 20 cc/hr. Pt up to breast feed and pt with sudden flushing; then loss of consciousness with full code. Resuscitated and transferred to neuro ICU. Imed found with door ajar and tubing displaced bag empty. Pt's friend states they opened door to stop pump from beeping.